Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a cassette leaked during peritoneal dialysis therapy. There was patient involvement; however there was no patient injury or medical intervention associated with the reported condition. No additional information is available at this time.